Event description:
Pt was embolized for jna tumor and experienced blurry vision and a left lateral field clip representing approximately 1/8 of the vision in their left eye immediately after embolization. The jna was located in the left infra-orbital/nasal region of the face. The micro catheter placed in the mid section of the imax and product (approx. 50 cc's) was injected. The angiographic endpoint demonstrated pruning of the distal imax branches with sphenopalatine branches intact. The physician did not visualize any anastamoses or flow from the imax to the ophthalmic artery pre/intra/post embolization. No visualization of any choroid blushing or staining was seen. The phsyician was able to visualize the ophthalmic artery via an internal carotid artery injection. The phsyician did not notice any potential reflux of embolic material into the internal/external common carotid artery. He did not defensively embolize any of the facial branches. An ophthalmic consult diagnosed the pt with significant obstruction or embolus located in the ophthalmic blood supply.